Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis was not performed. A customer visit was conducted, which revealed that the issue was related to use of the device. The nursing team was not aware of the proper connection technique. Training on proper connection technique was provided during the customer visit. A depiction is located on the pouch to remind the user on the click function. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Should any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dehp-free solution set was unable to disconnect from a non-baxter set at the end of infusion. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.